Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was no data from the time of the event available in the pump history due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
The pump has not been requested for return to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient¿s health care provider contacted animas on (B)(6) 2013 indicating that the patient was in the hospital over the weekend and requested information on how to order supplies from animas. No additional information was provided at the time. Animas was able to successfully contact the patient regarding the event. The patient indicated that the hospitalization was related to not receiving supplies. The patient indicated that there was an issue with one of the codes submitted to the insurance company resulting in the insurance company denying the shipment of supplies. This report is made based on the allegation that the patient was hospitalized related not receiving supplies for insulin pump therapy.